Manufacturer narrative:
(B)(4). Date sent 10/22/2024 d4 batch 918c71 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage along with the stapler retainer. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. However, the anvil was installed onto the trocar with slight difficulties. No functional test was performed due to the condition of the trocar. In addition, a tyvek was received along with the device. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 918c71, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2024. Additional information was requested, and the following was obtained: 1. Could you please clarify when the issue was identified (at the packaging removal/during use).

Manufacturer narrative:
(B)(4). Date sent 9/23/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify when the issue was identified (at the packaging removal/during use) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown surgery, the anvil was tried to be removed, but it did not come off. The spring part was not held, and the anvil was pulled in the proper way, but it did not come off. Another box was opened, and anastomosis was performed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.